Event description:
It was reported by the patient that the pod's needle never deployed indicating a needle mechanism failure. The pink slid did not move forward and the cannula was visible. The patient also stated that they could feel and smell insulin.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Manufacturer narrative:
The device was received fully deployed with the slide retract fully retracted. The device needle mechanism was reset and redeployed as intended. The e-seal was inspected and no damages or defects were observed. There were no damages or defects that would indicate any failure to deploy. Download data did not show any timeouts or drive stalls and no alarms were generated that would indicate any struggle to deliver insulin. No damages or defects were found that would indicate any struggle to deliver insulin. A leak test was performed and no leaks or blockages were observed.